Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The customer¿s blood glucose level was 237 mg/dl. The customer was able to successfully clear the alarm. The customer was not able to complete insulin pump rewind. Customer stated the basal and bolus with not work together the basal quit when bolused and it took about 6 hours to bring blood glucose down. The insulin pump will not be returned for analysis.